Event description:
It was reported while reaming the tibia during a hardware removal and re-rodding procedure for the two broken 1.0mm distal locking screws, the distal end of the drive shaft broke inside the tibia. Broken pieces were attempted to be removed, but was not verified. There was an approximate fifteen minute delay to obtain a new shaft, ria tube and to assemble and successfully complete the procedure. The original location and date of implantation was unknown. None of the original hardware was reported broken. This report is for part number 314.743 lot number 12722-01. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment not diagnosis. (B)(6). Criterion instrument manufactured the drive shaft ¿ minimum 520mm, p/n 314.743, lot # 4548800, 4548807, and 4760853 (supplier lot # 12722-01). Lot # 4548800: no DHR available for review. Lot # 4548807: manufactured per po # 332057 for 171 parts. The lot conformed per specifications as indicated on criterion¿s certificate of conformance (c of c) and was inspected / conformed to the synthes incoming final inspection sheet number 314if741, revision ¿ao¿. There were no mrrs, ncrs, or complaint-related issues with this lot. 171 parts were released to the warehouse on march 07, 2003. Lot # 4760853: manufactured per po # 434337 for 1 part. The lot conformed per specifications as indicated on criterion¿s c of c. Mrr 80239 was written on april 14, 2013 for the lot number on the part not matching the certification. The mrr disposition was to rework the one part and the ncr was closed on april 29, 2004. One part was released to the warehouse on august 11, 2004 placeholder.

Manufacturer narrative:
Mfg date: 03/07/2003, 08/11/2004.

Manufacturer narrative:
The drawing were reviewed and determined to be suitable for the intended design, application and dimensional conformity. The technique guide states that power drivers with greater than 6nm of torque shall be used with this instrument. Based on the available information in this complaint, the device is determined to be suitable for its intended use when used as recommended and the complaint is invalid from a design perspective. (B)(4)